Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A20068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included gerd since 2015, hypothyroidism since 2015 and depression since 2015. Concomitant products included esomeprazole since 2015, fluoxetine hydrochloride (prozac) since 2016, levonorgestrel (mirena) until (B)(6) 2012, levothyroxine sodium (synthroid) since 2015 and medroxyprogesterone acetate (provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gi conditions") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced rash ("rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), urinary tract disorder ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), vaginal discharge ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal infection ("infection-vaginal") and blindness ("loss of vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge") and visual impairment ("vision problems"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding, dyspareunia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, alopecia, gastrointestinal disorder, fatigue, visual impairment, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease, depression, blindness, weight decreased, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, hair loss, gi conditions, fatigue, vision problems, nausea, migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: uterus and ovaries within normal limits. Unremarkable urinary bladder. Moderate amount of free fluid within cul-de-sac, likely due to recent rupture of ovarian cyst. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- gerd; menorrhagia, pelvic pain, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information updated. Lot number added. Previously reported event gi conditions is updated to gerd and event vision problems is updated to loss of vision. Previously reported event plaintiff did not undergoes essure confirmation test was deleted. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, infection-vaginal, weight loss, pelvic pain, abdominal pain were added. Medical history, concomitant drugs lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. A20068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included gerd since 2015, hypothyroidism since 2015 and depression since 2015. Concomitant products included esomeprazole since 2015, fluoxetine hydrochloride (prozac) since 2016, levonorgestrel (mirena) until (B)(6) 2012, levothyroxine sodium (synthroid) since 2015 and medroxyprogesterone acetate (provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gi conditions") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced rash ("rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), urinary tract disorder ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), vaginal discharge ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), vaginal infection ("infection-vaginal") and blindness ("loss of vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), cystitis ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge") and visual impairment ("vision problems"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding, dyspareunia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, alopecia, gastrointestinal disorder, fatigue, visual impairment, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease, depression, blindness, weight decreased, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, hair loss, gi conditions, fatigue, vision problems, nausea, migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: uterus and ovaries within normal limits. Unremarkable urinary bladder. Moderate amount of free fluid within cul-de-sac, likely due to recent rupture of ovarian cyst. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- gerd; menorrhagia, pelvic pain, vaginal hemorrhage, lot number reported a20068 is not valid. Most recent follow-up information incorporated above includes: on 8-nov-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), rash ("rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems ,bladder infection ,vaginal discharge"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems ,bladder infection ,vaginal discharge"), cystitis ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), vaginal discharge ("bladder/urinary problems: bladder problems ,urinary problems ,bladder infection ,vaginal discharge"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), visual impairment ("vision problems"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and skin disorder ("rash/skin condition"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, dyspareunia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, alopecia, gastrointestinal disorder, fatigue, visual impairment, nausea, migraine, headache and skin disorder outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, migraine, nausea, rash, skin disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, hair loss, gi conditions, fatigue, vision problems, nausea, migraine, headaches. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- dysmenorrhea, apareunia, dyspareunia, rash/skin condition, bladder problems ,urinary problems ,bladder infection ,vaginal discharge, hair loss, gi conditions, fatigue, vision problems, nausea, migraine, headaches, plaintiff did not undergoes essure confirmation test. Date of removal and patients dob were added. Date of insertion was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.